Manufacturer narrative:
Natus medical technical support troubleshooting over the phone with the customer and was able to adjust the intensity up to 22 [?]w/cm2/nm as measured with their olympic bili-meter, which is within specifications. Tech support made several attempts on device updates and additional questions with no response . On (B)(6) 2017, the customer stated that they were unsure whether the unit had been put back into service. The customer was also unsure if they would be sending the unit back to natus. Users are advised that the use of a different radiometer may not yield the same readings as the neoblue radiometer. If customer provides additional information to natus medical a supplemental will be provided. The investigations is considered closed.

Event description:
The customer reported to natus about their neoblue blanket system was measuring low with their olympic bili-meter. Customer also stated that the fiber optic cable had a "slight cut," but wasn't certain what caused the cut. Natus technical service confirmed that there was no mention of death/serious injury, delay in treatment, or environmental/safety concerns.